Event description:
High impedance was observed via system diagnostics during generator replacement surgery when an indwelling lead was attached to a newly implanted generator. The lead was replaced and lead impedance with the new lead and new generator was normal (dc dc 0). Pre-surgical diagnostics were not possible since the explanted generator was fully depleted and unable to be interrogated. Review of prior available programming and diagnostic data revealed no anomalies. A battery life calculation indicated the device had 0.0 years remaining until neos = yes corroborating the report of the explanted device being fully depleted. No visual anomalies were initially seen when the surgeon opened the pocket, removed the old generator and implanted the new generator. After high impedance was detected with the new generator, pin re-insertion was attempted to see if that would address the high impedance condition but the high impedance persisted and the surgeon concluded that the lead would need to be replaced. As the surgeon began to excise/explant the lead he observed the lead to be fractured/broken at approximately the location of the patient's clavicle. This seemed to be the initial condition of the lead but the surgeon did not know if his explant efforts contributed to the fractured/broken state of the lead. The lead was removed, a new lead implanted and the rest of the case completed successfully. The explanted devices were discarded by the explanting facility.